Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to device occlusion.

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A mild "bird beak" remained at the end of the original implant. This was left untreated, as it was felt this would be of no consequence as there was 3 cm of aortic seal. On (B)(6) 2019, follow up images revealed what appeared to be device compression of the trunk-ipsilateral leg component. It is believed that the "bird beaking" is what lead to the device compression. Lower extremity ischemia was present due to lack of blood flow. On the same day, the patient underwent a surgical procedure whereby an axillary-bi-femoral bypass was performed.

Manufacturer narrative:
Images were evaluated by gore imaging sciences. Pre-operative and post-operative images are available for evaluation. Comparison of the post-operative images show what appears to be compression of the proximal end of the trunk with occlusion throughout the devices on the 3/4/2019 and 4/24/2019 time points. Proximal end of the device does not appear to be parallel to the flow lumen on post-operative images dated 01/09/2019.